Event description:
Report provided by the (B)(6) states that the end user experienced an itchy rash under the top border, exceeding from the border. The end users subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluation or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. The brand name should read as s4s/sur-fit natura 2 pc - 2 pc durahesive (dh) convex wafer.